Event description:
The clinic reported that the last 3 patients of the day treated for laser vision correction were over-corrected by about .50-.75 diopters. The clinic further reported that the laser presented with an error just prior to treating these patients. The clinic technician was able to clear the error and continue with the remaining treatments. The outcome for the earlier treatments of the day were fine. Additional information has been requested however the clinic has not provided with this information.

Manufacturer narrative:
The amo field service engineer inspected the laser system at the customer location and found that the system was operating properly. The field service engineer performed system calibrations while on site to optimize the settings. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. (B)(4): placeholder.